Event description:
On (B)(6) 2024, fresenius became aware this female patient with renal failure (rf) on hemodialysis (hd) for renal replacement therapy (rrt) experienced symptomatic tachycardia (specifics not provided) during treatment. The patient¿s treatment was terminated early (timeline unknown), a rapid response was called, and the patient was transitioned to a ¿higher level of care.¿ attempts to obtain additional clinical information (e.g., admission diagnosis, patient demographics, treatment record, hospital records) were unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing an unknown 2008 hemodialysis system, and the serious adverse event of symptomatic tachycardia, which required the early termination of rrt, rapid response team deployment, and the patient¿s transition to a higher level of care. The etiology of the serious adverse events is unknown; therefore, causality cannot be established. It should be noted that the lack of additional clinical information precluded a more comprehensive investigation. Based on the information available, the unknown 2008 hemodialysis system can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.

Event description:
On 24/apr/2024, fresenius became aware this female patient with renal failure (rf) on hemodialysis (hd) for renal replacement therapy (rrt) experienced symptomatic tachycardia (specifics not provided) during treatment. The patient¿s treatment was terminated early (timeline unknown), a rapid response was called, and the patient was transitioned to a ¿higher level of care.¿ attempts to obtain additional clinical information (e.g., admission diagnosis, patient demographics, treatment record, hospital records) were unsuccessful.